Event description:
Attempts were made to administer defibrillator shocks to a patient during an elective cardioversion procedure. On several attempts, the device allegedly failed to discharge when the paddles discharge switches were pressed. The operator turned the device off then back on in an unsuccessful attempt to administer a shock. Another defibrillator was made available and used to cardiovert the patient.